Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and four months later, computed tomography (CT) revealed that the patient had possible propagation of the inferior vena cava filter. Subsequently one month later, an attempt was made to retrieve the filter. Initial spot films of the chest demonstrated a foreign body inferior vena cava filter limb fragment in the right peripheral lung. There was a second fragment that overlay the mediastinum. An initial inferior venacavogram demonstrated a widely patent inferior vena cava without evidence of thrombus and with the filter neck embedded in the right sidewall of the inferior vena cava. One of the limbs projected into the region of the aorta. A computed tomography (CT) chest showed the foreign body (wire) in the right ventricle of the heart with vertical orientation and in the lung. The foreign bodies in the heart and lung were most likely elements of the fractured inferior vena cava filter. There was no definite evidence of trans myocardial penetration. The digital scout images demonstrated the second embolized filter leg fragment in the peripheral right lung base. There was no evidence of myocardial penetration or pericardial effusion. Pulmonary spot films demonstrated two fractured limbs adjacent to the inferior vena cava filter. Utilizing sonographic guidance and a micropuncture set, 5-french dilator was directed into the right internal jugular vein. A 5-french pigtail multi side hole catheter was directed into the infrarenal inferior vena cava followed by an inferior venacavogram. A 4-french sheath was introduced over a bentson guidewire. Then, a 16-french 45 cm sheath was directed into the inferior vena cava over an amplatz stiff wire after serially dilating with an 8 and 12-french dilator. Then, attempts to grasp the inferior vena cava filter hook with bronchoscopic forceps was unsuccessful, despite blunt dissection with fluoroscopic guidance. At this point, the loop snare technique was utilized. A 4-french reverse curve catheter was directed into the inferior vena cava through the 16-french sheath. The exchange length glidewire was then grasped with a coaxially placed loop snare. The main body of the bard recovery inferior vena cava filter was then removed partially with moderate difficulty utilizing loop snare technique. Spot film imaging demonstrated 2 residual leg fragments in the inferior vena cava with the inferior vena cava filter intact. An inferior venacavogram was performed in bilateral oblique projections. Then, both the limbs were individually removed with the bronchoscopic forceps through the 16-french sheath. Post filter removal of abdominal aortogram demonstrated a widely patent abdominal aorta and common iliacs. Repeat venacavography demonstrated successful removal of the main body inferior vena cava filter and the 2 limb fragments. On the same day, the inferior vena cava filter retrieved through sheath from inferior vena cava was sent to pathology lab for gross diagnosis. The gross description stated that 1 specimen was received fresh and was labelled with the patient¿s name. The specimen consisted of 8 blue-painted metal wires together with a blue-painted metal piece. Also, within the container, there was a separate, blue-painted metal wire that measured 4 cm in length. Some adherent soft tissue was present. Approximately one month and three days later, before anesthesia pre-procedure, it was found that the foreign bodies in the heart and lung were most likely elements of the fractured inferior vena cava filter, the majority of which had been removed. Therefore, the investigation is confirmed for filter limb detachment, perforation of the inferior vena cava (ivc) and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with respiratory failure and hypercoagulable state. At some time post filter deployment, it was alleged that the filter struts detached, perforated and difficult to remove. The detached filter limbs were found in the right peripheral lung, mediastinum, the right ventricle and the patient reportedly experienced acute abdominal pain. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with respiratory failure and hypercoagulable state. At some time post filter deployment, it was alleged that the filter struts detached, perforated and difficult to remove. The detached filter limbs were found in the right peripheral lung, mediastinum, the right ventricle and the patient reportedly experienced acute abdominal pain. The device was removed percutaneously. The current status of the patient is unknown.